Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted outer helix length was stretched out of specification. The outer helix elongation is consistent with having occurred during procedure. Failure event observed during analysis. Final analysis found a potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Further analysis was performed, and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
This report is to advise of an event observed during analysis.